Event description:
Same case as MDR ID: 2134265-2015-05049. It was reported recapture difficulties occurred. A 33mm watchman ® laa closure device & delivery system was selected and advanced into the watchman ® access system. The device was deployed in the left atrial appendage (laa); however, it was too proximal to the ostium and it moved, so they needed to recapture the device. The physician experienced "extreme" difficulty recapturing the device back into the delivery system and access system, but was able to recapture it. After the physician took the closure device out of the body, he noticed one of the tri-cut flaps on the distal tip of the delivery sheath was folded inward. Another 33mm device was implanted to complete the procedure. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the was with dilator. The dilator was snapped inside the was, as received. There was no damage or irregularities to the shaft of the device. Functional testing was performed by loading the returned wds into the was with no resistance. An attempt to deploy and recapture the implant was unsuccessful, due to the anchors protruding through the shaft of the wds. Inspection of the device presented no damage or irregularities. No damage or issues were identified to the was device during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05049. It was reported recapture difficulties occurred. A 33mm watchman laa closure device & delivery system was selected and advanced into the watchman access system. The device was deployed in the left atrial appendage (laa); however, it was too proximal to the ostium and it moved, so they needed to recapture the device. The physician experienced "extreme" difficulty recapturing the device back into the delivery system and access system, but was able to recapture it. After the physician took the closure device out of the body, he noticed one of the tri-cut flaps on the distal tip of the delivery sheath was folded inward. Another 33mm device was implanted to complete the procedure. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).